Event description:
The insulin pump will not be returned for failure analysis.

Manufacturer narrative:
Corrected information has been received which was not correct in the initial report. The information has been provided in this report. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose with unknown date. Blood glucose value at the time of hospitalization was 20 mg/dl. Customer was treated with the glucose tablets. Customer was treated with the carbs for the high blood glucose and customer was feeling cold. Customer also stated that reservoir was still able to lock in place. Customer declined the troubleshooting for the low blood glucose. It was unknown whether the customer was using automode at the time of reported event. The insulin pump will not be returned for analysis.